Event description:
It was reported that the ilet signaled an occlusion alert attributed to pressure in the infusion set or tubing while the patient was using a contact detach 6 mm, 23 in infusion set. Symptoms included no change in blood glucose. Outcomes included restoration of normal operation after the patient replaced the infusion set and dismissed the alert. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the occlusion alert resolved only after changing the infusion set and supplies. It was concluded that the event was consistent with an infusion set or tubing occlusion that was corrected by supply replacement.